Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was being replaced the day of the report. It was noted that the ins was unresponsive to the clinician programmer and the patient had not used the ins for 2.5 years. It was reported that the patient did not know what components the patient had implanted until they removed the ins it was further reported that no malfunctions were seen and the cause of issue was not determined. It was noted that the patient was doing well since the revision and was receiving good stimulation from the new ins

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 7495, serial# unknown, product type: extension. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).